Event description:
After over 2 1/2 years of cochlear implantation, this pt reported pain in the dental area around 2005. She could not tolerate stimulation and discontinued use of her speech processor. Integrity testing about one month later revealed multiple electrode anomalies. Explantation and reimplantation surgery is scheduled for 2006.